Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
During t2 ph surgery, the surgeon assembled the nail to target device and inserted the nail. When the drilling for the distal screw hole was done, the drill missed the screw hole of the nail. The surgeon did not fix the two distal screws. The surgery was completed.